Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle was difficult to operate. ¿the patient tried to press the button on the pen.¿

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle was difficult to operate. Verbatim: ¿the patient tried to press the button on the pen¿.